Event description:
It was reported by a physician, who was not involved in the treatment, that a patient had previously undergone an x-stop procedure at an unknown level. More than a year past the procedure, the patient presented with pseudo cauda equine syndrome with 50 to 60% compromise of the posterior spinal canal. The patient presented with bilateral extremity weakness; it is unknown if this was a pre-existing condition. The reporting physician indicated that the implant appeared to have been placed slightly posterior during the initial procedure. There did not appear to be a fracture as evaluated by x-ray and CT. The patient underwent a decompression surgery. The cause of the event is unknown.

Manufacturer narrative:
Follow up with company representative and reporting physician.